Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip, lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause was attributed to a component failure. No image or video clip for the reported event was available for review. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10 / lot# k10210726-0043) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a myomectomy surgical procedure. The instrument has 5 lives left after last usage. This last usage of the device was before the reported event date. This complaint is reportable due to the following: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.